Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of nodules, redness and itchiness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, erythema and itching: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks, nasolabial folds, oral commissures and chin. On the following month, the patient developed late onset nodules combined with redness and itchiness in the injected areas. Patient was treated with hyaluronidase, keflex and prednisone. Patient remains itchy, slightly reddened and has a small nodule. Symptoms have "lessened to the point where no further treatment is required."